Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. A new cartridge was loaded to resolve the issue each time. There was no adverse impact to the customer's blood glucose level.